Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery test weren't performed due to the motor error alarm. The device had minor scratches on the display window, cracked case at display window corners, broken on reservoir tube lip, missing the black o ring/seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer's spouse reported via phone call, the customer was experiencing high blood glucose over 500 mg/dl. Customer changed the insulin pump and it alarmed motor error. Customer put new tubing and insulin, and then the alarm reoccurred. Customer's blood glucose was 545 mg/dl when the alarm occurred, treated with insulin shot. Troubleshooting was performed and no anomaly was noted on the drive support cap. Customer's spouse stated the customer would never use the sensor feature and spouse wasn't sure if customer was able to rewind the device each time the alarm occurred, as it occurred three times. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.